Event description:
The product was used during a posterior lumbar interbody fusion with ray threaded fusion cage procedure. Reportedly, the cage shifted. The surgeon performed a re-operation and replaced the cage. The hosp has reported the pt's condition is satisfactory.